Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer had blood glucose that was below 40 mg/dl. The customer treated with food and suspended the insulin pump. Customer will not return device for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. No unexpected suspend anomaly noted.